Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during routine preventive maintenance testing, the device was found to be over-delivering by more than 6%. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 4/3/2024. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint was duplicated and confirmed. The root cause is due to the defective expulsor. The expulsor was replaced.